Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A family member of the customer called stating the customer passed away. Two unsuccessful attempts were made to reach the customer's wife for further information. The customer's wife then called back and left a message stating the customer passed away due to diabetic ketoacidosis, and the customer was wearing the insulin pump at the time of death. She also stated she cannot return the insulin pump because she gave it to the coroner, and the coroner threw it away because she did not want it back.